Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor has complained about the trocars leaking at the universal seal. The doctor performed a laparoscopic cholecystectomy, using the d11lt and cb11lt. The rest of the ports used were 5mm ports. After about the second or third instrument exchange through the d11lt, large amounts of air from the abdominal cavity started leaking through the universal seal of the trocar. This occurred every time the surgeon removed a 5mm instrument from the port. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? If so, did the noise prevent insufflation?-not sure. Please describe the noise.- was there a drop in pressure? Slightly. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)?unknown. Was any torque being applied to the trocar or device? No.